Manufacturer narrative:
The system was examined and the reported event was replicated. The tabletop illuminator module was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 22, 2009. Based on qa assessment, the product met specifications at the time of release. Tabletop illuminator module was received for evaluation. A visual assessment of the returned sample revealed a lamp was returned inside the module with no other obvious visual nonconformity. A known good lamp was installed into the module then installed into a calibrated system for functional testing. The sample was found to meet specifications. Additionally, the returned lamp was installed into a calibrated illuminator module then installed into the calibrated system. The lamp was also found to meet specifications. The returned samples met specification. Therefore, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported the top two light ports were out before a procedure. There was no patient involvement. The case was performed using the bottom ports.